Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer stated that insulin pump was no longer functional due to pump error. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported hardware low level failures alarm several time. Customer received pump error alarm several times. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for insulin pump error alarms found on (B)(6) 2022. Allegation to high bgs noted. Insulin pump¿s history and trace files downloaded successfully using thump software. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, insulin pump error (variable=15) (line number: 147, file number: (B)(4) was confirmed in the formatted history file on (B)(6) 2022 at 00:49:38.000. Insulin pump was cut open to perform visual inspection and found moisture damage on [electrical board force sensor / motor]. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump error (variable=15) (line number: 147, file number: (B)(4) was confirmed in the formatted history file due to moisture damage on the electronic assemblies. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.